Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced two events of infection at the infusion set insertion site on 10-jun-2024. The insertion site was at the shoulder and chest. The patient was treated with antibiotic cream for 7 days. No further information available.